Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4) which reports the revision surgery after the initial surgery. This pc reports the screw removal difficulty occurred in the revision surgery. It was reported that this was a posterior spinal fusion performed on (B)(6) 2023. L2: vbs. L1-4: primefs. After the surgery, the revision surgery was performed on (B)(6) 2024, to remove screws and replace them with other company's screws and to extend the fusion range to the head side. The cause is unknown. Patient is stable. In the surgery, an event occurred where the l1 left screw could not be removed. Percutaneous extraction was attempted using a screwdriver, but the lower hole inside the vertebral arch root was loose and the screw and the cement in question were idling in the vertebral body in one lump. There was a proposal to remove the cement mass by hooking it inside the vertebral body while pulling it dorsally and separating the cement from the screw, but this was not implemented for the risk of dislodging the cement mass in the direction of the spinal canal. The surgeon decided not to remove one of the screws and left it in the body, while extending the other company's screws to the head and connecting them. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report is for unknown cement for (B)(4). Remarks:(B)(4) are involved with the same event. (B)(4) (synthes spine): screw. (B)(4) (depuy spine): cement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for unknown cement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.